Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on an unknown date. During the eight minute therapy cycle, a temperature error was received, the catheter was removed and it was leaking from a hole in the balloon. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the device had balloon damage.